Event description:
It was reported that the bottom right corner of the touchscreen is cracked and the pump is now unresponsive and unreadable. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.